Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed the subject device, and it was found that the subject device was the following condition. - there was the dent on the electrical contact of the video connector of the subject device. - there was the buckling of the cable of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that there was possibility of contact failure due to the dent on the electrical contact of the video connector or the buckling of the cable.

Manufacturer narrative:
Local field service engineer checked the subject device and found that the reported phenomenon could not be duplicated. The subject otv-s300 and the subject ch-s200-xz-ea were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject otv-s300 and the subject ch-s200-xz-ea, abnormal image like sandstorm was displayed. When omsc attached the spare camera head to the subject otv-s300, abnormal image like sandstorm was not displayed. There was no abnormality in the appearance of the subject ch-s200-xz-ea. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the otv-s300 and ch-s200-xz-ea, the endoscopic image of the subject device was not displayed suddenly. The user reconnected the ch-s200-xz-ea to the otv-s300 and restarted the otv-s300, abnormal image like sandstorm was displayed. The user replaced the subject device with another system to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for ch-s200-xz-ea.